Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail, missing serial number label. The pump was received without a battery cap. The pump was received with a flashing medtronic logo display. There is corrosion on/around the following: keypad flex cable terminal; pcba1--j7, j6, back of the lcd screen, j1; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack in the case was confirmed during testing. The flashing medtronic logo screen is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1805 was requested and it was returned for analysis.